Event description:
During a routine follow-up interrogation, this device was found in standby mode. The device remains implanted. Note: the device appeared to successfully reinitialize and functioned normally when tested.

Manufacturer narrative:
Device found in standby mode at follow-up interrogation. Switching to standby mode is part of the device specifications as described in the labeling. A recommendation from the manufacturer was made asking to schedule another follow-up shortly to assess the status of the device. After the next follow-up, a final response from the manufacturer will be received. Since the device remains implanted, the programmer files were reviewed. The files showed the device switched to standby mode due to a temporary decrease of the battery voltage. A follow-up in december 2009 showed the battery impedance was normal. It is recommended to have regular follow-up appointments as described in the manual. The device can remain implanted without further action. (B) (4) : device remains implanted.

Manufacturer narrative:
October 24, 2009device found in standby mode at follow-up interrogation.switching to standby mode is part of the device specifications, as described in the labeling. A recommendation from the manufacturer was made, asking to schedule another follow-up shortly to assess the status of the device. After the next follow-up, a final response from the manufacturer will be received. Device remains implanted.

Event description:
During a routine follow-up interrogation, this device was found in standby mode. The device remains implanted. The device appeared to successfully reinitialize and functioned normally when tested.